Event description:
It was reported that the patient presented in the operation room for implant procedure. The physician found difficulty to extend the helix, as well as positioning the right atrial (ra) lead in the right atrial cavity during the procedure. The ra lead was not installed and the procedure was completed using an alternate ra lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of operation issue was not confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region. The helix was able to be extended and retracted by applying torque directly at the connector pin after cleaning. The cause of the helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torqued of the inner coil.